Manufacturer narrative:
Upon further review, the reported issue is not a malfunction of the iabp involved and there was no reported adverse event. The iabp functioned as it intended to function. Therefore, it is unlikely for this event, if it were to recur, to cause or contribute to a death or serious injury. We are cancelling this event in our system. Kindly cancel report number 2249723-2020-01589 in your system.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump generated a maintenance required code #4 which indicated an issue with the compressor being over temperature. The patient was reported to be stable and the iabp unit was swapped out. It is unknown if there was any patient harm/injury; however there was no adverse event reported.

Manufacturer narrative:
At this time, the customer has not requested for getinge to evaluate the iabp unit involved in this event. A supplemental report will be submitted if additional information is provided. Not returned to manufacturer.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump generated a maintenance required code #4 which indicated an issue with the compressor being over temperature. The patient was reported to be stable and the iabp unit was swapped out. It is unknown if there was any patient harm/injury; however there was no adverse event reported.